Manufacturer narrative:
Additional information: section h imdrf annex codes.

Event description:
It was reported by the customer that when using bd pyxis¿ medstation¿ es system drawer had failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and caused a delay since user managed to get medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawers were failed. A field service engineer (fse) replaced the communication sled, but the issue persisted. The fse found wear on the pyxibus cable caused by rubbing against the edge of a half-height (hh) drawer. The worn cable was replaced, and the original communication sled was reinstalled. However, none of the drawers worked, even when tested using the hardware test application (hta). The fse unplugged all drawers except the top matrix drawer, but it still did not show up. Then, the fse plugged in only an hh drawer, followed by the top drawer, and it finally appeared. All drawers were then plugged in except the matrix, and they worked properly. Finally, the controller board on the matrix drawer was replaced, and all drawers were tested using hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using bd pyxis¿ medstation¿ es system drawer had failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.